Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the atrial lead exhibited high pacing impedance, and the stylet failed to advance in the lead. The atrial lead was not used and the physician elected to use another lead to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and failure to advance the stylet were not confirmed. A complete lead was returned in one piece. The stylet insertion/removal test was performed, and found the stylet was able to be fully inserted inside the lead and removed without difficulty. Visual inspection, electrical testing and x-ray examinations of the lead found no anomalies.